Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator over the phone and it was reported that the touch screen would not work because the screen lock was activated.